Event description:
Additional information received on 06/12/2026 for report mw5188519 to update manufacturer.

Event description:
Yesterday/sunday put color contact lenses on eyes. Took lenses out of blister packs. Mid-day oculus sinister (os) blurry vision with and without contact lens wear. Today/monday only os still sore, watery, foreign body sensation. Sees flare when looks at lights. Purchased color contact lenses on line without a prescription. Ttdeye brand glacier blue, 38%m polymacon, bc 8.4 mm, dia 14.2 mm. Received sphere powers contacts, however, has significant astigmatism in eyeglasses. Using opti-free replenish target brand solution. Before alcon brand opti-free replenish mps. Slit-lamp examination os extension corneal punctate fluorescein staining, throughout central to mid-peripheral areas.